Event description:
The sales rep reported that the patient warranted revision surgery due the patient having an infection. The surgeon will be doing a wash out and a poly swap.

Manufacturer narrative:
The sales rep reported that the patient warranted revision surgery due the patient having an infection. The surgeon will be doing a wash out and a poly swap. The original surgery date was (B)(6) 2025. The new surgery date was (B)(6) 2025. This reported infection has occurred less than 1 year after the primary implant surgery. According to the sterilization records this sn was sterilized using the lts-v. This sn was sterilized on lts-v batch run# (B)(6) on (B)(6) 2024. There were no ncmr's associated with lts-v batch run # (B)(6). A review of this sn resulted in no non-conformances and would indicate the device was designed and manufactured to specifications. Endotoxin results were also reviewed and did not record any excursions during the period the product was processed through final manufacturing. Infection is a known complication of joint replacement surgery. Based on the available information, cause of infection cannot be conclusively determined to be related to the device. Cannot definitively determine if the device caused or contributed to the failure mode. Cannot definitively determine if the device caused or contributed to the failure mode.